Manufacturer narrative:
The evaluation of the event is ongoing. An additional complaint record was created, (B)(4), to capture the second malfunction reported. Additional clinical expert proposals were provided on different ways to use the product. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the powered laser surgical instrument tip melted. The blue covering of the fibre then continually melts off into the bladder as the stump of fibre is used to continue to break the stone. There was also a smell of burning plastic whilst the laser was in use. The issue occurred during a therapeutic lasering of bladder stone. The procedure was completed using a similar device and there was no procedural delay. There were no reports of patient harm or injury.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The cause of the suggested phenomenon could not be further presumed, as the device was not made available to the legal manufacturer, and the device could not be inspected. Therefore, from the information provided and obtained in this investigation, a further cause could not be specified. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.